Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer believes they just gave themselves too much insulin for a meal they had eaten. The customer also had a high of 600 mg/dl on another occasion and they called the trainer to go over what to do. The customer had a bent infusion set cannula when they removed the infusion set from their body. The customer changed sites and has not had other set issues. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer did not directly call the help line. The insulin pump will not be returned for analysis.